Event description:
The customer reported that the spo2 readings are intermittent, and do not show the reading. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded maximum allowable digits; phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact. H3 other text: product not returned.

Event description:
The customer reported that the spo2 readings are intermittent and do not show the reading. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. The device was found to have a failed u15 chip on the circuit board which caused the device to provide a "sensor off patient" error message when the chip was lifted from its solder pads during testing. While the customer's reported issue of intermittent spo2 readings was not replicated in testing, the customer's reported issue of the device not "showing the reading" was replicated in testing. Health effect impact code: no adverse event; no patient impact.